Event description:
It is reported that the pt was aspirated on several occasions. The only date that could be found was (B)(6) 2011.

Manufacturer narrative:
This report will be amended when our investigation is complete.